Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was the patient reported their therapy kept shutting off inside of them. The patient stated they would charge their implanted neurostimulator every other sunday and the therapy would be off every time they went to charge it. Asked the patient if the therapy was turning off because the implanted device battery was dead, and the patient stated no. They stated they'd recharge it and a few days later the therapy would be off and the battery would still have charge. Reviewed that the therapy randomly turning off was an unlikely scenario to happen and asked the patient if they'd had any falls or traumas that led to the issue and the patient stated that now that they thought about it, they did have a pretty hard fall and that is when the therapy turning off issue began. The patient stated they had been calling today to see if a representative could come out to investigate the issue because they'd forgotten the name of their rep. Reviewed the role of the representative with the patient and redirected the patient to their healthcare provider to further address the issue and to page a representative if needed. The patient stated they were going to reach out to their managing health care provider (hcp) as soon as they were done talking with agent so they could arrange an appointment for the hcp to check the implanted system. Documented reported event. No further action was taken.